Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "during ventilation, 'panel connection lost' appeared, and then screen turned black. The user judged ventilation stopped because oxygen saturation of the patient decreased. The patient wasn't harmed because the user used a bag valve mask for the patient as soon as the phenomenon occurred." Further inquiries have been sent to the customer to obtain additional details about the reported event. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.